Event description:
Foreign body reaction to suture groove gold weight implant left upper lid made by iop. Patient had chronic eyelid inflammation. On removing the weight I noticed multiple small pieces of gold in the surrounding capsule. I have had three patients with gold weights made by the same company with chronic inflammation due to the weight. I have never seen a similar reaction with previous weight brands. Dates of use: four months. 2009. Diagnosis or reason for use: lagopthalmos due to facial palsy.